Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was tested with a water fill test reservoir and no bubbles were noted. The pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's current blood glucose reading was 452 mg/dl. The customer had symptoms such as frequent urination and thirst. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was assisted in the hp test. The customer stated that the test failed. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.